Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, during the procedure, the proglide was used and failed. An unspecified method was used to achieve hemostasis. Subsequent to filing the initial report, update to event or problem: there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. There is no malfunction identified. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There were no observed deficiencies noted with the returned device other than the guide wire (gw) exit port. The damaged guide wire exit port may be related to the issue encountered. It is possible the gw was prolapsed, or the sheath kicked during insertion; however, this cannot be confirmed. The deformed sheath is related to normal use but may also be related to the unknown issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated h6: medical device problem code updated 2610 removed and 3190 added.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, during the procedure, the proglide was used and failed. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.